Event description:
The customer reported that during a cystoprostatectomy, an end tone was provided by the generator indicating a completed seal cycle, but slight oozing was noticed by the surgeon. The surgeon used manual suturing to complete the seal. There was no pt injury.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a f/u report will be submitted.